Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. During investigation it was found that the buttons required excessive force to activate a response. During investigation, it was found that the keypad buttons intermittently spring back when pressed. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the up arrow, down arrow, and ok buttons have to be pressed multiple times for a response. The pt denies water exposure.